Event description:
Boston scientific crm received information that the patient with this pacemaker was admitted to the hospital due to pocket erosion. The skin on one side of the pocket was eroded and adherent to this pacemaker. A pocket revision was performed and a new pocket was created for the new pacemaker that was implanted and connected to the atrial and ventricular leads (m/sn unknown for both leads). The procedure was completed successfully.